Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware include the valve assembly, the valve assembly 5, the valve assembly 3, and the lamp to resolve the issue. The fse performed photocal, calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
On 29may2024, the customer reported obtaining one low patient results for ion selective electrode (ise) include sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer also indicated on 22 may2024, another patient had similar low ise results generated. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics for event occurred on 22may2024. The customer provided only patient results for event on 29may2024 and no patient demographics. Note: this MDR is for event that occurred on 29may2024.